Event description:
Healthcare professional reports inr results lower than reference with the hemochron jr. Microcoagulation system prothrombin time test cuvette. The hemochron jr. Prothrombin time test generated result of 1.2 inr. A repeated test performed on a third instrument generated an out of range low result. A sample was tested at the reference laboratory for confirmation and result was 3.2 inr. Patient's therapeutic range was not provided. No adverse events were reported.

Manufacturer narrative:
(B)(4). Actual device not evaluated (cuvette/single-use disposable). Process evaluation performed. Cuvette device history records reviewed and no related ncmrs identified. No results available since no evaluation performed. Human factors issue. Per product labeling for the hemochron jr. Microcoagulation system prothrombin time test cuvette, samples with a hematocrit less than 20% or greater than 55% are not recommended due to optical density outside the level of detection of the instrument. The customer reported to itc that the patient's hematocrit (hct) on (B)(6) 2013, was 58.8% and that the patient is on testosterone injections, which can increase hgb and hct as a side effect. Itc advised customer to use an alternative method for testing inr for this patient. Itc has requested all data required for form 3500a.